Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A surgical technician reported that bent, damaged and dull knife blades were noted. Procedure and patient involvement is unknown. Additional information has been requested. Additional information was received from the lead certified surgical technician who confirmed that the bent, damaged and dull knife blades were noted during surgery. There was no impact to any patient.